Event description:
It was reported that the customer had an unspecified cartridge issue. Customer¿s blood glucose (bg) level was 537 mg/dl. A correction bolus via the pump was delivered to address bg. A cartridge change was performed to address the issue.